Event description:
The customer received a blood glucose reading on the contour next ez that was 100mg/dl higher than on the breeze2. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips are not expected to be returned for evaluation. A new meter was sent to the customer.